Manufacturer narrative:
Device used for treatment, not diagnosis. Platzer, p., thalhammer, g., ostermann, r., wieland, t., vecsei, v., & gaebler, c. (2007). Anterior screw fixation of odontoid fractures comparing younger and elderly patients. Spine, 32, 16th ser., 1714-1720. This report is for unknown ao screw unknown quantity/unknown lot. (B)(4) screw loosening/cut-out. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: "platzer, p., thalhammer, g., ostermann, r., wieland, t., vecsei, v., & gaebler, c. (2007). Anterior screw fixation of odontoid fractures comparing younger and elderly patients. Spine, 32, 16th ser., 1714-1720. Austria". Patients who had undergone anterior screw fixation of their odontoid fractures, with the ao screws, were sorted and their dataset of follow-up monitoring was examined for completeness and accuracy. A total of 117 of these patients were treated by anterior screw fixation. Five of these patients had died during the follow-up period, whereas 2 patients were lost during follow-up assessment, as they refused to come to further examinations. Clinical and radiographic records of 110 patients, 59 women and 51 men, with an average age of 54 years at the time of surgery after anterior double screw fixation of their odontoid fractures between 1990 and 2004 were reviewed. In 2 cases loosening/cut-out of the screws was noticed. The reported events may require additional medical/surgical interventions. This report 2 of 2 for (B)(4). This report is for unknown ao screws.